Event description:
It was reported that the patient presented with lumbar degenerative disc disease and lumbar herniated disc. The patient underwent a posterolateral lumbar interbody fusion l5-s1 using iliac crest bone graft, rhbmp-2/acs, a staxx interbody cage, actifuse, and posterior fixation. Bmp was placed within the disc space. At 55 days post-op, the patient presented after a fall. A CT scan demonstrated postsurgical changes. No acute process was identified. At 253 days post-op, the patient presented with lumbar strain, low back pain with hip pain and left leg numbness. A CT scan demonstrated 'postoperative changes in the lower lumbar spine, not significantly changed compared with the prior study. No new disk herniation.' At 278 days post-op, the patient underwent a 'second procedure for decompression.' At 84 days after the revision surgery, the patient presented with lumbar spinal stenosis and leg pain with numbness and tingling. A CT scan demonstrated 'no significant change. Degenerative and postoperative changes at the l5-s1 level with presumed fusion material within the spinal canal on the left side as shown previously. No new disk herniation is demonstrated.' At 120 days post-op, the patient presented for an exam and reported low back and radicular left leg pain of 8/10 on a daily basis. Patient was taking codeine, kedian, dilaudid and oxycontin. Per the physician's notes, 'the most recent CT scan that she had performed on [date] demonstrates a posterior osteophyte and/or bone protuberance from the pathway of the interbody cage at l5-s1 into the neural canal. This appears to be overgrowth of bone.' At 148 days post-op, the patient presented for a consultation. Physician's notes indicate 'residual nerve compression from bmp/cage overgrowth at the l5-s1 segment. Possible nerve encroachment secondary to l5 pedicle screw placement. Possible pseudomeningocele formation with persistent csf defect.' At 193 days post-op, the patient underwent a revision surgery to remove the hardware and decompress the bony overgrowth to treat persistent left lower extremity radiculopathy. At 684 days after the second revision surgery, the patient presented with lumbar stenosis and ddd. An MRI demonstrated 'intervertebral body graft towards the left at the l5/s1 level. There is incomplete incorporation of the graft inferiorly with the s1 superior endplate. The graft encroaches on the left lateral recess with what appears to be mass effect on the left s1 nerve root. There is also encroachment on the left l5/s1 neuroforamen by the graft.'

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2009: the patient presented with lumbar herniated disc. Lumbar degenerative disc disease. Status post low back surgery done elsewhere. The patient underwent the following procedures: posterolateral arthrodesis at l5-s1. Lumbar redo decompression at l5-s1, left. Lumbar interbody fusion l5-s1. Placement of non-segmental pedicle screw instrumentation l5-s1. Placement of lumbar inter-body cage to the inter-space l5-s1. Transforaminal epidural injection at l5, left. Harvesting morsellized iliac crest bone graft through a separate skin and fascial incision, right iliac crest. As per-op notes, "following discectomy, bone graft including bmp was placed within the l5-s1 disc space. Inter-body cage was then placed. The cage was placed in at 7 mm and expanded to 14 mm. Excellent disc space height restoration was achieved and also indirect neural foraminal decompression as well. Additional bone graft was placed within the disc space." No patient complications were reported. On (B)(6) 2009: the patient underwent CT of lumbar spine without contrast. Impression: post-surgical changes are seen. No acute process is identified. On (B)(6) 2009: the patient underwent MRI of lumbar spine without and with intravenous contrast due to history of low back pain with left lower extremity radiculopathy with lumbar surgery done, (B)(6) 2009. Impression: post-operative changes at l5-s1 with posterior instrumentation and inter-body fusion. The inter-body fusion cage may extend dorsal to the vertebral body endplate in the left lateral recess/sub-articular region which could be symptomatically. Additionally, there is evidence for a small operative fluid collection in the laminectomy defect. Levoconvex scoliosis with minor non-compressive spondylosis at l4-l5 and t11-t12. On (B)(6) 2009: the patient underwent CT of lumbar spine due to lumbar strain. Impression: post-operative changes in the lower lumbar spine, not significantly changed compared with the prior study. No new disc herniation. On (B)(6) 2009: the patient presented with lumbar spinal stenosis. Status post previous low back surgery done elsewhere. The patient underwent the following procedures: redo lumbar decompression, l5-s1 left. Transforaminal epidural injection l5 left. No patient complications were reported. On (B)(6) 2010: the patient underwent CT scan of the lumbar spine. Impression: no significant change. Degenerative and post-operative changes at the l5-s1 level with presumed fusion material within the spinal canal on the left side. No new disc herniation is demonstrated. On (B)(6) 2010: the patient underwent CT of lumbar spine with contrast enhancement. Impression: left ventro-lateral calcification/ossification extending from the level of the left l5 pedicle to approximately 5 mm caudal to the s1 superior endplate consistent with ligamentous calcification/ossification and/or osteophyte formation. There is only mild compromise of the left ventro-lateral aspect of the thecal sac and proximal left l5 and conjoined left s1 and s2 nerve roots. Status post inter-body fusion, laminectomy, resection of the left facet joint, and posterior instrumentation at the left l5-s1 level as noted. Inter-vertebral disc degeneration. On (B)(6) 2010: the patient underwent exploration of lumbar fusion, removal of bilateral segmental fixation, revision left hemi-laminectomy l5-s1 for decompression and foraminotomies. No patient complications were reported. On (B)(6) 2011: the patient underwent CT of abdomen and pelvis with contrast. Impression: substantial fecal content in the right and transverse colon suggesting constipation. On (B)(6) 2012: the patient underwent CT of lumbar spine without contrast due to lumbar stenosis and degenerative disc disease. Impression: spinal fusion at l5-s1 showing lack of fusion with s1. Part of the graft is projecting into the spinal canal and left lateral recess. The patient underwent MRI of lumbar spine with and without contrast due to lumbar stenosis and degenerative disc disease. The results were compared with that of CT scan performed the same day. Impression: intervertebral body graft towards the left at the l5/s1 level. There is incomplete incorporation of the graft inferiorly with the s1 superior endplate. The graft encroaches on the left lateral recess with what appears to be mass effect on the left s1 nerve root. There is also encroachment on the left l5/s1 neuroforamen by the graft.

Manufacturer narrative:
(B)(4). A review of radiographic images of a (B)(6) 2009 pl fusion with bmp. On (B)(6) 2009 CT shows early heterotopic bone behind the cage. CT done on (B)(6) 2009 shows heterotopic bone behind the cage out into l5 foramen and under to s1 root on the left. CT dated (B)(6) 2010 after subsequent revision continued bone displacing s1 root 7-8mm dorsally on the left. No real change since CT of (B)(6) 2009. The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the re ported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2009, patient underwent posterior lumbar interbody fusion from vertebrae l5 to s1. Reportedly, the patient was implanted with rhbmp-2/acs in this surgery. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the disc space). Allegedly, "patient's post-operative period was marked by a period of improvement, followed by progressively increasing lower back pain and left buttock and leg pain and numbness. Radiographic imaging demonstrated bony overgrowth where rhbmp-2 was implanted in patient's lumbar spine. Due to severe pain and symptoms, the patient underwent two revision surgeries, on (B)(6) 2009, and on (B)(6) 2010. The patient continues to experience severe pain that radiates into her lower extremities."